Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patients underlying valvular disease pathology, combined with the patients other underlying risk factors such as end-stage renal disease (esrd) on hemodialysis. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism) because it has not been studied in these populations. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years, 11 months due to mitral stenosis. The patient presented with shortness of breath, fluid overload and chronic combined systolic and diastolic heart failure. The tmvr was performed with a 26mm 9750tfx valve. The patient tolerated the procedure well with no complications. The patient was discharged home in stable condition on pod # 1.

Manufacturer narrative:
H11: corrected data: corrected conclusion coding to section h6.